Event description:
It was reported that patient underwent a reimplant procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. No information about the patient outcome is available at the moment. Should additional information become available, a supplemental report will be submitted.